Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 4 lot number shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was diagnosed with peritonitis on (B)(6) 2015 after reporting abdominal pain. His effluent was cultured and grew gram positive bacilli. He was treated with 100 mg gentamicin, 1g vancomycin, 3x a week via intraperitoneally (ip). The patient was not hospitalized for the infection. There was no known malfunction or breach of sterile pathway associated with this event. At the time of the report the patient was still undergoing treatment for the peritonitis and his last dose is scheduled for (B)(6) 2015. On (B)(6) 2015 the patient's effluent will be cultured again.